Manufacturer narrative:
Internal complaint reference; (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl procedure, while placing the footprint ultra pk suture anchor 4.5, adjusting the tension of the sutures, and securing it as per the technique, it was observed that the sutures had come loose from the anchor. A 3.8mm footprint punch was used to prepare the insertion site, and the anchor remained embedded in the patient´s bone. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up used in another drilled bone hole. No further complications were reported.